Event description:
"S/p b subgl transax gels (? Size/type/MFR). Has known of a rupture since 1995 secondary to r granuloma, confirmed on bx but has not had insurance to get removal. C/o increased lumpiness, firmness, and pain with increased sagging. Neg h/o trauma. In addition she has progressively disabling sx's including arthralgias/myalgias (+ am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, frequent resp infections, visual changes, dizziness, memory probs, sicca, hair loss, oral sores, rashes, sens sun/cold (+ raynaud's), sob/cp, cough, costochondritis, wgt gain, and gi/gu disturb. Pt is otherwise healthy."